Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2017 with blood glucose was over 1200 and 1300mg/dl, 1213 mg/dl. The customer was reported that the insulin pump was not delivering insulin. The self test was performed and insulin pump passed the self test. The customer treated high blood glucose with insulin pump and when blood glucose came down customer uses insulin pen. The insulin pump will not be returned for analysis.